Event description:
New information noted that the lead dislodgement occurred on (B)(6) 2017. The lead was repositioned on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture due to dislodgement. The lead was repositioned. The patient was stable before, during, and after the procedure.